Manufacturer narrative:
Qn#(B)(4). Evaluation: returned for evaluation was a 40cc 8.0fr iab fos. A 5ml syringe was returned attached to the injection lumen. The 40cc driveline tubing typically supplied with the iab kit was returned attached to the inflation lumen. Blood was noted within the driveline tubing. The bladder membrane was noted fully unwrapped upon return, and dried blood was noted within the membrane. No kinks were noted on the central lumen. The extrusion of the sheath was noted separated from the hub. The extrusion was not returned with the iab. The damage is consistent with having been cut after use, which was confirmed by the (B)(4) representative. The distal end of the sheath hub was noted approximately 59.0cm from the distal tip of the catheter. The fos connector and cal key were examined. The center post was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no abnormalities were noted. The cal key was intact. See other remarks section. Other remarks: the bladder thickness was measured at six points with measurements within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status was ll pl indicating a potential broken fiber. The fiber was noted broken approximately 1.3cm from the distal tip of the catheter. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, a puncture consistent with damage from the broken fiber was noted approximately 1.5cm from the distal tip of the catheter). A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. The bladder had a puncture consistent with damage from the broken fiber which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined.

Event description:
It has been reported that the event involved a patient, (B)(6). While in the cath lab the (iab) intra- aortic balloon catheter was inserted via the right femoral artery using a sheath. The patient was moved to the (ccu) cardiac care unit and after 30 hours of iabp therapy, the pump alarmed "class 1 alarms" and blood was found in the driveline tubing. The iab was removed and the patient was stable and did not require further (iabp) intra-aortic balloon pump therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was an interruption / delay in iabp therapy. The patient outcome is listed as good and the patient has been discharged to home. Pump strips were generated however; they are not available for review.

Event description:
It has been reported that the event involved a patient, height of 5'9". While in the cath lab the (iab) intra- aortic balloon catheter was inserted via the right femoral artery using a sheath. The patient was moved to the (ccu) cardiac care unit and after 30 hours of iabp therapy, the pump alarmed "class 1 alarms" and blood was found in the driveline tubing. The iab was removed and the patient was stable and did not require further (iabp) intra-aortic balloon pump therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was an interruption / delay in iabp therapy. The patient outcome is listed as good and the patient has been discharged to home. Pump strips were generated however; they are not available for review.

Manufacturer narrative:
(B)(4).